Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient underwent system explant on (B)(6) 2020 due to infection, at which point this lead was placed for temporary use. Patient remained hospitalized and was still being treated with antibiotics at the time of their death on (B)(6) 2020. Documents note (B)(6) and septic shock. It is not clear whether the lead was removed from the body. Should additional information be received, this file will be updated.